Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-aug-2017 from a nurse at the nursing facility where the patient was staying. Per the reporter, the pump was delivering morphine. The nurse was told by the patient¿s family that the pump was not working properly. The nurse wanted someone to come to the nursing facility and check the pump. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for malignant pain and cancer pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the hcp worked at the (B)(6) clinic and stated that the pump was not administering medicine, and the patient was coming in to their clinic every day for medication. The hcp clarified the statement of the pump not administering medicine that she meant it was not giving him enough medication. The hcp stated the patient was due for an increase in the medication, but the hcps office was giving him the run around. The hcp stated that the hcps kept telling the patient to call the manufacturer. The hcp stated the patient had a lot of pain. The hcp stated they didn't know if the issue was with the pump not working because it was under the patient's skin, so they couldn't see it. The hcp mentioned that the patient was administered in the hospital a few weeks after implant because it wasn't working. The hcp stated they would try to call the hcps office and see if they get anywhere. No further patient complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp on 2017-aug-30 reported the cause of the issue with the pump not working was that ¿pts with metastasis in the spinal cord, looks to be obstructing the dosing of morphine¿. The patient had a revision of the intrathecal catheter due to the obstruction. The issue with the pain and not getting enough medication was resolved.